Manufacturer narrative:
Corrections: date MFR received for the initial report is (B)(6) 2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced atrial fibrillation.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days post ventricular assist device (vad) implant, the patient developed pancreatitis and required a blood transfusion due to hematemesis. On the morning of (B)(6) 2017, the patient was unarousable. A head computerized tomography (CT) showed extensive subarachnoid hemorrhage (sah), a large hematoma in the relative interpositum or pineal region, and a small focus of parenchymal hematoma in the left medial parietal region. The CT also showed acute obstructive hydrocephalus. The patient was placed under palliative care and family decided to withdraw care. The patient passed away shortly thereafter. No autopsy was performed.

Manufacturer narrative:
Product event summary: hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.